Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any evidence of leak at the fillport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition could not be verified based on the information received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multirate infusor leaked from the fill port while being set up. There was no patient involved. No additional information is available.